Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 component code, device code and investigation conclusions, investigation findings and type of investigation. Added new information to h.11 narrative. After reviewing the additional medical records provided, approximately 6 years and 1 month post-implantation, a valve-in-valve tpvr was performed due to mixed bioprosthetic pulmonary valve stenosis and regurgitation. Although no current evidence of hypoattenuated leaflet thickening (halt) was found, prior documentation supports that halt is a potential contributing factor to the current valve dysfunction. Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), and device degeneration are known potential risks associated with the use of bioprosthetic heart valves. The IFU cautions that accelerated deterioration of the valve may occur in patients with an altered calcium metabolism. Long-term durability has not been established for the valve. Regular medical follow-up is advised to evaluate valve performance. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient-related (e.g., patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. During the manufacturing process, all sapien thv valves are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. In this case, there was no allegation or indication a manufacturing non-conformance contributed to this product problem. Investigation results suggest a definitive root cause could not be determined. Although no current evidence of hypoattenuated leaflet thickening (halt) was found, prior documentation supports that halt is a potential contributing factor to the current valve dysfunction. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
From alterra clinical study, it was initially reported approximately 4 years and 1 month post-implantation of a 29 mm sapien 3 valve with alterra pre-stent in the pulmonic position via transfemoral approach 4-year follow-up visit shows tte with mild central regurgitation and rvot gradients have massively increased, with mean tripling and peak more than doubling. Per medical record review, the patient is active without restrictions. Alterra and sapien valve implant; mild pi, mild to moderate ps, new, with thickened valve leaflets. The patient to start sbe prophylaxis as indicated as this is a new tissue valve. 2 years later, the patient underwent valve in valve therapy. Intracardiac echocardiography (ice) showed no paravalvular leak (pvl) and trivial central pulmonary insufficiency (cpi). Final catheterization gradient was 6 mmhg. All devices were removed, hemostasis was achieved at the rfv site, and the patient was extubated and transferred in stable condition.

Manufacturer narrative:
Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery was not provided for review. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaints were confirmed by medical records. A review of DHR and manufacturing mitigations did not identify any manufacturing non-conformities that would have contributed to the reported event. Additionally, no IFU/training manual inadequacies were identified. An evaluation on s3 valve halt (hypo-attenuating leaflet thickening) and ham (hypo-attenuation affecting mobility) in alterra clinical study has been documented in technical summary written by edwards lifesciences. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect contributed to the event. The technical summary written by edwards lifesciences evaluates potential root causes and risk analysis for halt/ham observed on s3 valve during alterra clinical trial. Per the technical summary, the investigation couldn't identify a link to the evaluated patient factors such as age, sex, pulmonary diameters, length, and previous cardiac surgeries; however, there could be other patient factors that has not been evaluated which may contribute to halt/ham. Additionally, manufacturing and medication factors have been eliminated as a root cause for events related to halt/ham. Investigation concluded that halt/ham is design related as it is a known phenomenon inherent to all bioprosthetic valves. Although a design related cause was concluded, no defect related to edwards manufacturing process was identified. In this case, there was a presence of thickened leaflets, which could lead to suboptimal leaflet coaptation resulting in central regurgitation. As such, available information suggests that patient factors (thickened leaflets) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.